Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, high capture threshold was observed. Lead dislodgement was noted on x-ray. Lead was re-positioned successfully. Patient&#38112;condition was good.

Event description:
Additional information received revealed that high capture threshold was noted again during follow-up. The patient was stable and will continue to be monitored.